Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd micro-fine¿ insulin pen needle there was an issue with after removing the needle it was found to be broken inside the patient. X-ray was done and shows needle is still in body and is too small to be removed surgically.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformance's were raised in association with this type of event for this lot.

Event description:
It was reported with the use of the bd micro-fine¿ insulin pen needle there was an issue with after removing the needle it was found to be broken inside the patient. X-ray was done and shows needle is still in body and is too small to be removed surgically.